Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had discomfort at the pocket site due to the position of the ipg. The patient underwent a revision wherein the ipg was replaced per preference and was relocated. The patient was doing well postoperatively.